Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a broken power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During baxter's review of a flogard for another report, it was discovered that the alternating circuit cord was broken. The event occurred during preventive maintenance. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.